Event description:
Per the clinic, the patient experienced pain and lack of benefit with the device. Subsequently, the device was explanted on (b)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report